Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display screen was found to be dim, fading, and discolored. Unrelated to the complaint, the battery compartment was found to be cracked on the side, extending from the threads to the case seal. The returned battery cap threads were found to be stripped/damaged. The cap was unable to be attached on to the pump; a test cap was used during investigation. Additionally, the down arrow and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.